Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set leaked at the posterior end of the filter while infusing a tpn via the patient's peripheral IV. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of filter leaking was confirmed. Visual inspection showed no anomalies. A leak was observed between the tubing and the distal end of the filter. The tubing measurement was within iso-specification. The root cause of the customer¿s report of leaking from the filter was due to insufficient solvent at the engagement between the filter outlet and tubing.

Event description:
The customer reported that while in nicu the tubing set leaked at the posterior end of the filter while infusing a tpn via the patient's peripheral IV. There was no patient harm.